Manufacturer narrative:
If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received a report that during use, the reading was clearly lower than expected. Another sensor was used without problem. There was no patient harm reported.